Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed they are not in their original packaging. The insertion devices were returned pret1 setting with no suture or implants returned. There is biological debris on the devices. A functional evaluation was performed on the returned device and found they cycle as designed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The investigation did not identify a definitive root cause. However, probable causes for the reported failure in this event could include: (1) the application of unintended, inappropriate, or excessive force during device use, (2) user failure to fully actuate the device during the implantation process, and (3) tolerance variability in the bending process between the needle and actuator, which could have potentially caused the actuator to become stuck or slide below the implant, preventing it from properly picking up the implant for deployment. The manufacturing process was reviewed, and a process enhancement was implemented to reduce the variability in the bending process of the actuator and needle, thereby reducing the risk of a stuck actuator within the needle. Although this potential cause has been addressed, the investigation could not conclusively determine this as a definitive root cause. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Event description:
It was reported that during an arthroscopy, the first suture of the fast fix 360 was passed, the specialist lowered the first point (t1) without problems but when trying to lower the second point (t2), it was observed that the needle went down but the peek remained at the back of the device, the peek was observed to be attached to a transparent object which prevented it from deploying properly. A second fast fix was used and the same thing happened. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).